Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis device was used in the colon during a colonoscopy procedure with stent placement. According to the complainant, during the procedure, the tip of the delivery system detached from the device and fell into the patient. The physician was comfortable with leaving the detached piece inside the patient to pass naturally via peristalsis. The procedure was completed with another wallstent enteral prosthesis. There were no patient complications as a result of this event. The patient was reported to be doing fine post procedure.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis device was used in the colon during a colonoscopy procedure with stent placement. According to the complainant, during the procedure, the tip of the delivery system detached from the device and fell into the patient. The physician was comfortable with leaving the detached piece inside the patient to pass naturally via peristalsis. The procedure was completed with another wallstent enteral prosthesis. There were no patient complications as a result of this event. The patient was reported to be doing fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was returned fully mounted on the delivery system and the distal end of the outer sheath had been moved distally past the distal tip. Solidified blood was present within the outer sheath. The catheter was kinked at approximately 1300 mm proximal to the distal tip. Functionally, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. There were no issues noted with the inner shaft; however, the distal end of the deployed stent was damaged. No issues were noted with the tip of the device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu states "to begin stent deployment, immobilize the stainless steel tube in one hand, grasp the valve body with the other hand, and gently slide the valve body back along the stainless steel tube until the deployment threshold, identified by the location of the limit marker band, is reached by the exterior tube marker band." However, it appears from the condition of the returned device that the valve body had been moved in the opposite direction to what is indicated in the dfu. Therefore, the most probable root cause is user/use error.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.